Event description:
While attempting to start an IV on a client pt received a needle stick. They were using a bd IV catheter & when they pulled the stylus out of the safety sheath didn't cover the stylus all the way & they were stuck with the stylus on their index finger.